Manufacturer narrative:
It could not be confirmed that the cause for the small amount of blood reported in the endotracheal tube was attributable to the use of the truecpr feedback device.physio-control has performed additional clinical and engineering analysis of the reported compression depth feedback accuracy issue, and through the course of that investigation has determined that the device is operating within its product requirements and specifications. It was also determined that the current product design meets established user needs and achieves a coaching benefit to the user for delivery of cardiopulmonary resuscitation (CPR) therapy. Physio-control has investigated the reported issue of inaccurate depth measurement and has verified the issue. Physio has determined that the cause of the reported issue is the result of a combination of factors relating to user hand placement and patient anatomy.

Event description:
The CPR coaching device was used while CPR was administered to an (B)(6) old female diagnosed in cardiac arrest. The customer reported that, after the first round of compressions, it was very difficult to achieve adequate chest compression depth readings on the device even though it seemed that adequate force was being administered to the patient¿s chest while the patient was supine on a hard floor. The device users also reported that a small amount of blood was observed in the endotracheal tubing while administering chest compressions. The patient was not resuscitated.

Manufacturer narrative:
(B)(4). Physio-control has investigated and verified the reported issue. Physio has determined that the cause of the reported issue is due to inaccurate depth measurement displayed by the device as a result of a combination of factors relating to user hand placement and patient anatomy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.